Event description:
The customer reported that the cotton webbing was unraveling on the belt. Eval of the returned product found that the tacking stitching had come undone.

Manufacturer narrative:
The product was returned for eval. The reported problem was confirmed; the tacking stitching had become undone. The buckle was also loose. The returned product was in a worn condition. (B)(4).